Event description:
Event description guidant received information that one week following the procedure to implant this pacemaker, the patient was treated at a hospital for chest pain. A family member of the patient alleged that the physician reported the pacemaker was skipping beats and the pain was coming from the heart valves which were not functioning properly due to the device. The family member questioned whether the pacemaker was within the population affected by the recent safety advisories issued on this model device.